Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. Upon interrogation it was determined that this pacemaker had entered safety mode. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. Upon interrogation it was determined that this pacemaker had entered safety mode. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned. Additional information was received indicating that during the syncopal episode the patient had a fall without sustained injury. No additional adverse patient effects were reported. This device has not been returned.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. Upon interrogation it was determined that this pacemaker had entered safety mode. The physician opted to explant and replace this device. No additional adverse patient effects were reported. This device has not been returned. Additional information was received indicating that during the syncopal episode the patient had a fall without sustained injury. No additional adverse patient effects were reported. This device has been returned.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high impedance within the battery. The high battery impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to enter safety mode operation to maintain back-up pacing with pre-defined settings. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior.